Event description:
It was reported that the video system displayed a lamp error that would not disappear. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
New information added on fields: d8, h3, h4, and h6. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reportable malfunction was confirmed during the evaluation. It is most likely that the reported event was due to a lamp failure. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.